Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. It was noted that the alarm may be possibly related to site and bent cannula. No further information reported.